Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for warranty consideration. At the time of preliminary laboratory analysis, it was found that this device did not meet expected longevity.